Event description:
It was reported via medwatch (B)(4) that tip detachment occurred which required additional intervention. The target lesion was located in the diagonal coronary artery had chronic total occlusion. A 190cm hornet guidewire was advanced for treatment. However, the tip of a coronary guidewire broke off inside a coronary artery. The doctor stabilized the foreign object by placing a stent over the broken wire.

Manufacturer narrative:
H10 related report number: corrected.

Event description:
It was reported via medwatch 2600320000-2024-8020 that tip detachment occurred which required additional intervention. The target lesion was located in the diagonal coronary artery had chronic total occlusion. A 190cm hornet guidewire was advanced for treatment. However, the tip of a coronary guidewire broke off inside a coronary artery. The doctor stabilized the foreign object by placing a stent over the broken wire.